Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues; the device appeared to be in good condition. Impedance testing showed an electrical open at the distal end of the catheter, between 0-10 cm from the distal housing. A transducer-level impedance test with the microprobe could not be performed due to the condition of the transducer/distal housing. B5 describe event or problem: corrected.

Event description:
It was reported that the procedure was cancelled. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the lesion. During the initial test, no image was displayed after the catheter was connected. The machine reported an error, and the issue could not be resolved despite multiple attempts to power the system on and off. The procedure was not completed due to this event. The patient condition following procedure was stable. It was further reported that the patient was under local anesthesia. The procedure was not cancelled, and treatment was performed.

Event description:
It was reported that the procedure was cancelled. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the lesion. During the initial test, no image was displayed after the catheter was connected. The machine reported an error, and the issue could not be resolved despite multiple attempts to power the system on and off. The procedure was not completed due to this event. The patient condition following procedure was stable.

Event description:
It was reported that the procedure was cancelled. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the lesion. During the initial test, no image was displayed after the catheter was connected. The machine reported an error, and the issue could not be resolved despite multiple attempts to power the system on and off. The procedure was not completed due to this event. The patient condition following procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues; the device appeared to be in good condition. Impedance testing showed an electrical open at the distal end of the catheter, between 0-10 cm from the distal housing. A transducer-level impedance test with the microprobe could not be performed due to the condition of the transducer/distal housing.